Event description:
Complainant alleged that during functional testing, critical error codes "5", "7" and "8" where observed in the error log. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device for evaluation and this complaint is still under investigation.